Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump functioned properly during the functional check, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, displacement, self test, and unexpected restart error tests and all operating currents tested normal. The insulin pump functioned properly. No rewind, electrical popping sound or rewind anomaly were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot. The electronic stack and motor were visually inspected and no anomaly was noted.

Event description:
Customer reported her insulin pump was not rewinding. She stated the insulin pump makes a popping noise when she attempts to rewind it. She stated the piston does not move. Customer's blood glucose was 191 mg/dl. The customer was advised to replace their insulin pump. No additional information provided.